Event description:
Anesthesia pain service was consulted on (B)(6) 2010 for pain management due to fractures and placed right paravertebral nerve block catheters. On (B)(6) 2010, physician ordered removal of the catheters. Rn removed the paravertebral catheters and noted the blue tip was missing on one of the two catheters. Rn reported no problems with removal ie: traumatic removal or resistance upon removing them. Physician notified and felt a portion of the catheter was missing. Thorax CT scan showed 10cm catheter fragment in right posterior paraspinal soft tissues between t7 and t10. Neurosurgery was consulted and stated the catheter is in a muscle mass and should not cause problems. No surgical intervention performed.